Event description:
A 26mm diameter x 15mm diameter x 16.5cm length aneurx bifurcated stent graft was successfully inserted for the treatment of an abdominal aortic aneurysm with a 22mm diameter aortic neck. The pt has a history of cva, coronary bypass graft surgery, and gallbladder problems. The pt had bilateral moderately tortuous and severely calcified iliacs measuring 7-8mm. It is reported that the pt was a poor candidate for both the aneurx stent graft and conventional open repair. The physicians decided that since the pt had no options the stent graft placement would be attempted if dilators could be passed through the iliac arteries. It is reported that the dilators and sheaths were advanced and the stent graft was successfully deployed, however, injection of contrast to the contralateral side showed a dissection in the iliac that could have been caused by the dilator. The physician deployed a contralateral limb stent graft, which successfully sealed the dissection; therefore a patch repair endarterectomy was not necessary. The pt is reported to be doing fine and there is no add'l clinical sequelae.